Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that metal pieces went into a patients eye during a procedure. The surgeon thought he had removed the shavings and completed the case. During the one week postoperative visit, the surgeon noticed metal shavings on the patient's iris. Additional information has been requested but none has been received.

Manufacturer narrative:
No phacoemulsification tip (unspecified product) or irrigation / aspiration tip (unspecified product) was returned for metal pieces coming into the eyes during surgery. No lot number was identified with this complaint; therefore, a lot history review could not be conducted.because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined.(B)(4).